Event description:
Venous access device (implantable) inserted on 12/13/95. Chest x-ray on 4/29/96 revealed that the distal 6 cm of the catheter had sheared off and was in the right ventricle near the tricuspid valve. On 4/30/96 the distal catheter was retrieved under fluoroscopy, via transfemoral approach, under local anesthesia, from the main left pulmonary artery. On 5/9/96 the remaining portion of the catheter was removed from the right upper chest. The tip of the remaining catheter was located near the expected location of the subclavian vein/per radiologists' report. The pt tolerated the procedures well.